Event description:
Product complaint [could not be coded]. Case description: information was received from organ bank regarding a bag of viaspan solution. The reporter stated that a leak was noted in the operating room when the bag was being hung for use. The leak occurred along the side near the bottom of the bag (the left side, where the additive port is located). The split was approx 1 inch long.

Manufacturer narrative:
None of the complaint samples were available. The manufacturer is informed of the issue and is pursuing the type of evaluation required to address complaint.